Event description:
Boston scientific crm received info that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) due to a charge time of 26 seconds. It was also noted that the monitoring voltage decreased from 2.84 to 2.66 v, and premature battery depletion was alleged. Technical services (ts) discussed that eri was reached due to CT rather than battery voltage. It was noted that the device was replaced and was returned for analysis. To date, there have been no reported adverse pt effects related to this clinical observation.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2009 product performance report.